Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 (air in line) alarm during the initial drain on the homechoice machine(hc). The technical service representative(tsr) advised the home patient(hp) they pressed go prior to connecting. The tsr assisted the hp to close all clamps to the bags and patient line. The tsr assisted the hp to cycle power off and on. The tsr advised the hp to dispose their current supplies and start over with new supplies. The hp was contacted on (B)(6) 2012. The hp stated that after starting over with new supplies no further issues were found. The hp stated this was an isolated event. The hp stated she did not develop any adverse reactions or need any medical intervention. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.